Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿impact of sex-related differences in infrarenal aortic neck morphology on outcomes of endovascular aneurysm repair for similar-sized aortic aneurysm¿. Martinelli o, marzano a, bellini m, gattuso r, gattuso r, di marzo l, gonta v, jabbour j, mansour w & cuozzo s diagnostics 2025, 15, 157 https://doi.org/10.3390/diagnostics15020157. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿impact of sex-related differences in infrarenal aortic neck morphology on outcomes of endovascular aneurysm repair for similar-sized aortic aneurysm¿. The time frame of this study was over a four-year period. Multiple manufactures stent grafts were implanted included medtronic endurant ii stent grafts. 117 patients were included in the study. The following adverse events occurred: intervention no further information was provided pertaining to medtronic products.